Manufacturer narrative:
The returned device was evaluated and received with the cannula deployed. No issues were found that would result in the needle deploying early. Although no issues were noted with the needle mechanism, we cannot determine when the device deployed.

Manufacturer narrative:
The device was returned and is pending evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The mother of a patient reports when she removed the needle cap on the pod the cannula had deployed early. The pod was not worn.